Event description:
Treatment of an avm. It was reported that onyx leaked at approximately 2.5cm from the catheter's tip during procedure. The physician continued to inject onyx and the catheter ruptured. A small piece of onyx was observed in an unintended treatment area. No patient injury reported. Same event as MDR# 2029214-2011-00304.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 4 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, catheter rupture. (B)(4).